Event description:
A cartridge alarm was reported by the customer, and technical support assisted with loading a new cartridge using the proper technique, but the issue persisted. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. As a corrective action, the customer was guided to use multiple daily injections (mdi) as backup therapy, and technical support proceeded with replacing the pump, although the pump was out of warranty and the customer declined an out-of-warranty loaner pump.